Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Customer response to the questionnaire from related complaint#: (B)(4) which was received 29-nov-2024 and mentioned another user injury that occurred on (B)(6) 2023. No hospitalization required due to injury but they did develop an infection. Injury happened while cleaning and disinfecting the cable guide. The customer sent pictures of the cable guide. Customer also responded to the following questions: 1. How old are these arms? The arms have been in use since february 2023 and june 2023, following a two-phase installation of the sleepworks system. 2. Was this shipping damage (broken silver metal bracket) or damage during installation? During the installation, we didn't notice any damage, but we didn't pay close attention to that part of the arm. Per (B)(4) rev 78 xltek eeg/psg risk analysis spreadsheet, hazard ID 6.1. Cause: sharp corner, edges or pinch points. Effects (harm): bruise / contusion or abrasion. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted, in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device lot number and UDI# are not applicable. Further investigation to be carried out.

Event description:
Natus brain monitor bb holster/arm cart kit: the cable guide has sharp edges and caused a cut injury to our staff member.

Manufacturer narrative:
Follow up report ref to natus complaint#: (B)(4). No related capas. Investigation results: this part: 023431, natus brain monitor bb holster/arm cart kit, has been in distribution since december 2017 and no injuries have been previously reported. This part along with the cart has been tested and complies to iec 60601-1. It was noted that the pictures sent by the customer that the arm was installed on the hospital bed which is considered off use. This arm is to be installed to natus provided carts or clamps. Root cause: off use; the customer used the arm in a manner that would cause them to come in contact with the part of the arm that if installed correctly would not have caused this injury. Recommended actions: an ecr to be created to investigate ways to reduce the sharp edge of the cable guide on the arm. Ecr#: 23327 has been released with description of change to - modify the drawing of the cable raceway parts used on the natus arms to address the potential for sharp corners at the cut ends.

Event description:
Natus brain monitor bb holster/arm cart kit: the cable guide has sharp edges and caused a cut injury to a staff member.